Manufacturer narrative:
Na

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's service tech verified the customer reported problem. The svc tech replaced the blower motor controller board to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.